Event description:
The customer reported the x-ray beam was blocked in all modes inhibiting the ability of the system to display fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and aligned. The system was tested and found to be working as intended and returned to service.